Event description:
The tourniquet placed on the left thigh was turned off during surgery and it kept the cuff inflated but did not alarm when the set time was up resulting in an increased tourniquet time for the patient.